Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event systemic allergic reaction (pt: hypersensitivity), was deemed to meet the serious criteria of life threatening and required intervention to prevent permanent damage. The device history record for radiesse (+) injectable implant, lot number: a00051450, was reviewed. A lot search was conducted on the reported lot, and no other similar events were noted. No nonconformance's were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse. During and after the radiesse injection, the patient experienced an immediate allergic reaction. At the time of this report, everything seemed to be fine with the patient. The outcome of the event was reported as resolved. Follow up information was received on (B)(6) 2022: the case was upgraded to serious. The event term was amended from immediate allergic reaction to systemic allergic reaction. The coding was changed from injection site allergic reaction to systemic allergic reaction. The patients date of birth, age, height (180 cm), and weight (70 kg) were provided. The patient was 52 years old (ambiguously reported as 53 years old) at the time of the event. She was injected subcutaneously, with a total of 1.3 ml of radiesse, into the cheek and jawline. Batch number was reported as a00051450. A lot search in the global safety database was conducted. The patient was injected with 0.6 ml into 2 injection points on the left side and with 0.7 ml into 2 injection points on the right side. Needle used for injection was a 22g, 50 mm cannula. The patient was treated in the past with botulinum toxin. The patients medical history included hypertension, steatosis hepatis and hyperthyroidism and an allergy type I to penicillin and clotrim. Concomitant medication included candesartan plus 16/12.5 1x1,metoprololsuccinat 95, 1x1 and l-thyroxin 75 1x1. Past medication included penicillin and clotrim. She had no surgical intervention in the past. On (B)(6) 2022 (also ambiguously reported as on (B)(6) 2020), after the radiesse injection, the patient experienced circulatory problems, low blood pressure (reported as low rr), presyncopal, globus sensation in the throat and a feeling of shortness of breath. As reported, she experienced a systemic allergic reaction. As a corrective treatment, the patient received 500 ml of nacl, prednisolone 100 mg (intravenous) and 1 ampule of tavegil. The treatment was necessary to prevent a permanent damage. The patient was not hospitalized. The outcome of the event was reported as resolved (remained unchanged), on (B)(6) 2022. In the opinion of the reporter, the event was of severe intensity, life threatening, not permanent and it did not lead to a newly diagnosed chronic disease. Follow up information was received on 04-nov-2022: the suspect product was recoded from radiesse to radiesse (+). The batch record review was received and the lot number for radiesse (+) was confirmed as a00051450 (expiry date: 02/2024). Follow up information was received on 17-nov-2022: the patient was fine. She had no more complaints. The outcome of the event remained unchanged.